Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient fell backwards nine months prior to report on concrete and hit their head. It was noted that because of the fall the implant was no longer working so their doctor had to redo the surgery. It was stated the patient had issue with their programmer in the past and their nurse fixed it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.